Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, the patient underwent a surgical procedure which included a transforaminal lumbar interbody fusion at l2-3, l3-4, lumbar laminectomy and decompression l2-3, revision laminectomy and decompression l2-3, revision laminectomy and decompression l3-4, l4-5, and a posterolateral spinal fusion from l2 to l4 using rhbmp-2/acs. It was reported that sometime after the surgery, imaging studies showed the patient had ¿uncontrolled bone growth¿ and nerve compression at or near the implant site. It was reported that the patient now suffers from severe injuries and damages, including but not limited to chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on: (B)(6) 2009 the patient presented with pre-op diagnosis of 1. Post-laminectomy syndrome, lumbar spine. 2. Status post multiple lumbar spinal surgeries including multiple lumbar laminectomies and spinal fusion l4 to s1 with instrumentation. 3. Lumbar spinal stenosis l2-l3 and l3-l4. 4. Recurrent lumbar spinal stenosis l4-l5. 5. Junctional instability, spondylolisthesis at l3-l4. 6. Degenerative disc disease at l2-l3 and l3-l4. The patient underwent following procedure: 1. Exploration of fusion l4-s1 2. Removal of pedicle screw implant l4, bilateral. 3. Lumbar laminectomy and decompression l2-3. 4. Revision iaminectomy and decompression l3-4, l4-5. 5. Posterolateral spinal fusion l2 to l4 with local bone graft and vitoss. 6. Segmental pedicle screw instrumentation l2 to l4 (expedium, titanium, depuy). 7. Transforaminal lumbar interbody fusion l2-3, l3-4. 8. Application of intervertebral cages l2-3, l3-4 (concorde bullet, depuy). (B)(4) 9. Intraoperative flourscopy during the procedure, the attention was directed towards the placement of a shaver into each of the disc spaces sequentially given the l3-l4 first and then l2-l3 and shaving out the disc space and then using a curette to curette the end plates. Once this was done, sizing was carried out at both levels and intervertebral cages were placed with bmp after the patient's own bone was placed into the disc space well. Attention was directed to decortication at the l2-l3, l3-l4 transverse process using the patient's own bone as well as bone morphogenic protein and vitoss was placed posterolaterally after one of the pedicles was aspirated for blood for the vitoss prior to placement of the screws. Once the bone graft was placed posterolaterally and the hardware was tightened into position, the wound was thoroughly irrigated.